Manufacturer narrative:
This event has been reassessed and found not to be associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report was generated manually. The report and text information has been reviewed and previous report had been submitted as non-reportable. This report is not necessary and will be cancelled. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while attaching the mesh to the tissue, the tacks were not able to be fired normally from the device. The device fired but stopped working mid-use. A new device was used to complete the case. There was no injury.